Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery while using an ophthalmic console there was no laser output and illumination was dim. Additional laser irradiation was performed on an outpatient basis due to insufficient laser irradiation. There was no report of patient harm.

Manufacturer narrative:
The company representative confirmed the reported event. The issue was observed to be attributed to the consumable and not the system itself. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened but was later determined to be irrelevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a nonconforming consumable. The system itself was found to have no problem. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).